Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97755-svc (serial: (B)(6); implant date: n/a; explant date: n/a; product ID: 97745nt (serial: (B)(6); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient mentioned that they were having issues charging their implant. Agent asked, patient mentioned that they've been having this issue everyday. Patient also mentioned that they have reached out to their manufacturing representative (rep) however, they have not gotten any response yet. Patient was also advised by their healthcare provider (hcp) that a rep would reach out to them, however, they haven't gotten any call. Patient mentioned that it's been real slow when they were charging and that they get kicked off every 10% increase, they would have to reset the controller several times and that they would get a message that says the "controller has a problem" and then they would get kicked off again. Patient mentioned that last saturday or sunday, they got batteries low. Replace controller batteries soon message while charging their implant. Agent had patient reset the controller. Patient mentioned that the stimulation is off. Agent walked patient/caller thru turning the stimulation on. Agent had patient/caller check the recharger for damages and clean connections. Patient/caller mentioned that there's no visible damage. Agent had patient/caller start a recharging session. Patient/caller mentioned that they got no device found message. Agent had patient choose recharge instead of try again. Patient/caller mentioned that they were able to charge with excellent recharge quality, however, second after they got that, they got the no device found message again, this happened several times during the call. Patient/caller mentioned they were already sent 2 paddles, however, they're still having issue charging their implant. Patient/caller mentioned that even though they haven't moved at all, they would always get disconnected and would get the no device found message. Patient/caller also mentioned that the relay box, would get warm some times. Patient/caller also mentioned that they were told the implant will have a 15yr battery life, but did not inform them that they have to recharge it everyday. Patient mentioned that they get very little relief from the device. Agent redirected to hcp however, they were told that there's no hcp in mi (current location). Agent gave physician listing over the phone as patient requested. Agent also sent a message to the field for visibility.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and was still getting the replace controller batteries message when charging the implant. Patient met with their representative(rep) probably in december and didn't recall the name. The representative checked them out and mentioned everything was working good except for 1 wire that was loose or where it was not supposed to be but it should not affect their use of the implant. Agent reviewed information and redirected patient to their healthcare provider (hcp) to address the issue. Agent reviewed replace controller batteries information. Patient inquired what the wait 10 minutes screen was and why the picture of the battery was pretty much black all the way down. Patient didn't recall the percentage of the controller or implant. Agent reviewed all information. Patient requested to send the recharger to their mi address. Patient lived in fl in the winter. Agent closed case.